Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the red top serum tubes are filling slowly."

Manufacturer narrative:
The following fields have been updated due to correction: medical device lot #: unknown . Describe event or problem: it was reported when using the bd vacutainer® urinalysis transfer straw kit was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the red top serum tubes are filling slowly." Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the red top serum tubes are filling slowly."